Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer failed to open when tried to issue medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not open. A field service engineer (fse) found that drawers 5, 6, 7, and 8 had all failed. The fse replaced the module control board and the drawer control board. After replacement, the fse confirmed the population of all storage spaces. The system functioned as intended after the field service engineer repaired the device.